Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed and there was no information to suggest that the reported issue was related to the manufacturing of this device. Based on the reported information and the result of manufacturing controls, no objective evidence was found to link the event with the manufacturing of this device. The sample was discarded by the user facility. Therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that a recanalization catheter, used to treat a chronic total occlusion in the left anterior tibial artery, could not be withdrawn from the patient. Reportedly, after the cto in the anterior tibial artery was successfully crossed, the device was retracted. Attempts were made to cross the peroneal artery when the tip of the catheter kinked and became caught within the anterior tibial artery. After several forceful attempts to remove the catheter, it was observed that the outer catheter jacket had disengaged from the rest of the catheter. The hub of the catheter was then removed and a long sheath was advanced over the recanalization catheter in an attempt to free the tip from the site of impingement. After several unsuccessful attempts, the long introducer sheath was removed and exchanged with a short introducer sheath. The sheath was left in place and the procedure was aborted. The patient underwent surgical intervention in which the catheter was successfully removed in its entirety through the peroneal access site using hemostats.